Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that the event occurred at the intensive care unit. After 8-9 days of usage it was suspected of a dissolving the clear exentension line. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported that after 8-9 days of usage the medication was suspected of a dissolving the clear extension line. The issue was confirmed. One used arrow howes 7fr x 30 cm catheter and one sterile po-14703 kit was returned. The customer also provided a photograph of the catheter showing that the distal extension line was distorted. Visual examination of the returned catheter determined that a 5 cm section of the distal extension line was "ballooned" just below the luer hub. A .032 inch diameter guide wire was inserted through the distal lumen without resistance indicating that the lumen was not blocked. The extrusion graphic lists the inside diameter at .142/.150 mm and the outside diameter at 2.13/2.21 mm. The inside diameter was measured at 1.47 mm (.058"). The outside diameter was measured at 2.24 mm. Since the measurements were taken adjacent to the damaged section, it appears that this area may also be slightly distorted. However, the measurements indicate that the wall thickness was adequate. Other remarks: the medial and proximal lumens were leak tested. With the distal end of each lumen occluded, water was injected into both extension lines. Each lumen was pressurized to 45psi for 30 seconds. No leaks or cross-overs were observed. No distortion of the extension lines was observed. No defects or anomalies were observed on the sterile catheter. The distal lumen was leak tested as described above. No leaks, crossovers or extension line distortion were observed. A device history record review was performed and did not reveal any manufacturing related issues. Since it was reported that the issue occurred 8-9 days after catheter insertion and it is was indicated that the medication may have weakened the extension line, operational context caused or contributed to this event. No further action will be taken.